Event description:
It was reported that removal difficulties occurred. The target lesion was located in the right common carotid artery. A 190cm filterwire ez¿ was used for treatment. A 6x22 unspecified carotid wall stent was deployed in the target area. The 6f non-bsc sheath moved and migrated to the aortic arch, the physician then pulled the filterwire; however, the device would not move. Both the filterwire and the retrieval system was also noted to have been kinked. The physician repositioned the sheath and deployed a starter wire to the sheath as a buddy wire to maintain wire access. The physician then pulled out the sheath and filterwire as a unit. The physician inserted a small 6f non-bsc sheath and closed the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in a generic plastic bag. Visual examination of the device observed catheter damage. Moreover, it was noted that the guidewire was stuck in the retrieval sheath. The device is severely damaged (kinked/bent) on the guide wire and retrieval sheath, and residues were noted on the device. The outer diameter at the distal part and spring tip were not measured due to the distal section condition. All the measured od dimensions were found within specification. The overall length was not measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the right common carotid artery. A 190cm filterwire ez was used for treatment. A 6x22 unspecified carotid wall stent was deployed in the target area. The 6f non-bsc sheath moved and migrated to the aortic arch, the physician then pulled the filterwire; however, the device would not move. Both the filterwire and the retrieval system was also noted to have been kinked. The physician repositioned the sheath and deployed a starter wire to the sheath as a buddy wire to maintain wire access. The physician then pulled out the sheath and filterwire as a unit. The physician inserted a small 6f non-bsc sheath and closed the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).